Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable, wall adapter, and charging pad. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter, usb cable, and charging pad. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg.